Event description:
Additional information was received stating that the locking mechanism on the neck trial was stripped. The screwdriver could not provide enough torque to loosen the inner screw. There was no harm to the patient.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H10 additional narrative: added: b5, d10 and h6 (device code).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as checked the reclaim instrument set prior to surgery and the neck trial was stuck in a locked position. He could not loosen the trial. No surgical delay.